Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked chemotherapy from the needle-free membrane. The following information was provided by the initial reporter, translated from danish: "during administration of chemotherapy, a sudden leak occurs at the needle-free membrane, resulting in chemotherapy spillage... Detailed description of the incident: "before administration of chemotherapy, both infusion tubing, central venous catheter and membrane connection are routinely checked. Everything worked satisfactorily without leakage. After about 500ml inflow, the bell rings as leakage has occurred on the blouse from chemotherapy. Chemotherapy is piping out of the needleless membrane, but it is not possible to see exactly where the leak is coming from on the membrane. Consequence of the incident * none, as the incident was avoided".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked chemotherapy from the needle-free membrane. The following information was provided by the initial reporter, translated from danish: "during administration of chemotherapy, a sudden leak occurs at the needle-free membrane, resulting in chemotherapy spillage... Detailed description of the incident: "before administration of chemotherapy, both infusion tubing, central venous catheter and membrane connection are routinely checked. Everything worked satisfactorily without leakage. After about 500ml inflow, the bell rings as leakage has occurred on the blouse from chemotherapy. Chemotherapy is piping out of the needleless membrane, but it is not possible to see exactly where the leak is coming from on the membrane. Consequence of the incident * none, as the incident was avoided".